Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with thermocool smart touch electrophysiology catheter and an error message was displayed. During procedure, the catheter displayed an error message "map, invalid ID". Troubleshooting was performed by exchanging cable with no resolution, after the catheter was replaced with a new one, the issue was resolved. The procedure was completed without patient consequence. This event was originally considered non-reportable, however, bwi became aware of the product returned condition on august 27, 2015 and have reassessed this complaint as reportable. The shaft was found bent and broken within the usable length with braid wires exposed.

Manufacturer narrative:
Additional information was received on october 1, 2015 from bwi representative: it has been confirmed that the product returned condition was noticed prior sending the product to our analysis site. The condition was observed during used in the patient heart. No patient consequence was confirmed due to this condition. (B)(4). It was reported that a patient underwent a procedure with thermocool® smart touch electrophysiology catheter and an error message was displayed. During procedure, the catheter displayed an error message map, invalid ID. Troubleshooting was performed by exchanging cable with no resolution, after the catheter was replaced with a new one, the issue was resolved. The procedure was completed without patient consequence. This event was originally considered non-reportable, however, bwi became aware of the product returned condition on august 27, 2015 and have reassessed this complaint as reportable. The shaft was found bent and broken within the usable length with braid wires exposed. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found that shaft was bent and the internal wires and tubing's were visible. Rupture point and stress marks looks like might happened while bending and unbending the product. Further information received indicates that this condition was noticed while using the catheter. An internal corrective action was created to address the thermocool smart touch broken shaft issue. Due to the exposed parts, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Per the issue reported the catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The customer complaint was not confirmed. An internal corrective action was created to address the thermocool smart touch broken shaft issue.